Event description:
It was reported that during the implant procedure, inserting leads into the pulse generator header was difficult. After applying silicone oil, the leads could be inserted into the header and the device was implanted. No patient symptoms were reported and would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.